Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and decreased sensing due to dislodgement. The lead was explanted and replaced successfully. There were no adverse consequences to the patient and was fine post procedure.

Manufacturer narrative:
(B)(4).